Event description:
Caregiver reported the customer was hospitalized due to severe hyperglycemia on (B)(6) 2014. She changed his infusion site on (B)(6) 2014, at 7:00 a.m., and his blood glucose was "fine" all day. The next morning, a friend found the customer passed out, vomiting, and aspirating. Friend contacted the paramedics, and he was transported to the hospital. His blood glucose was 1254 mg/dl, and he was placed on a central line, ventilator, and life support. Reporter stated the customer was also in renal failure; however, his kidney function returned when his blood glucose returned to normal after 4 days. He was placed back on the infusion device on the 5th day. His doctor examined the infusion device and found "nothing wrong." The infusion headset is changed every 5 days, and the adapter and battery cover have never been changed. Caregiver was advised on manufacturer recommendations. Caregiver speculated the customer must have rolled on his infusion site during the night and this caused his blood glucose to elevate so high. The infusion device began to give e4 occlusion errors on (B)(6) 2014. She believes this is related to the hospitalization, although no errors occurred at the time of the event. The customer was placed on injection therapy, and his blood glucose has ranged from 40-585 mg/dl since. The infusion set was discarded and will not be returned for evaluation. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.